Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4): the patient is requiring multiple follow ups due to this device. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who had vectra 1 cervical spine plating a few months ago, and is now experiencing possible allergic reactions. She is trying to find the cause of allergic reaction. The patient reported that she underwent cervical surgery at c5-c6 on (B)(6) 2014, for a herniated disc. Patient was implanted with a vectra 1 plate, four screws and an mtf (musculoskeletal transplant foundation) interbody spacer. The surgery was successful and the patient was discharged. Patient was pain-free and symptom-free for approximately three months following surgery. After three months, the patient began experiencing multiple neurological symptoms, including chronic cervico-genic headaches; on-going pain; muscle spasms on the right side of her body ¿ neck (especially when sitting upright), arm, and hand; swelling of neck (like a goiter); neuro-visual issues ¿ convergent insufficiency, and palinopsia; and cystic acne, and brittleness and peeling of her nails, and dry hair and skin. Patient was released from surgeon¿s care after 12-month surgical follow-up, but has been under the care of her primary care physician, an allergist, and pain management continuously since then. Patient has had cervical spine mris with contrast, brain mris with contrast, (images not available), blood laboratory work (results pending), all of which have been inconclusive as to the cause of the patient¿s symptoms. Patient and physician are trying to rule out allergy to the implants or that she may have developed an auto-immune system disorder. The cervical implants remain implanted in the patient and are not available to return. Concomitant medical products: mtf spacer (part number 017408s; serial number (B)(4); qty 1). This device will be reported to mtf for investigation and for health authority reporting. This report is 2 of 5 for (B)(4).